Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fiberoptix sensor (fos) iab. The iab hemostasis cuff was connected to the cathgard. Blood was observed on the exterior of the bifurcate, one-way valve and bladder membrane. A 60cc syringe was connected to the one-way valve. The one-way valve was tethered to the short driveline tubing. The iab stylet was fully inserted and connected to the iab luer. The bladder was loosely wrapped. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. See other remarks section for continuation. Other remarks: the pump status displayed "eo" excessive offset, indicating an error for reading the correct pressure. The iab was unable to be manually zeroed. The iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. A lab-inventory 0.025 inch spring wire guide (swg) was front loaded through the iab luer. No resistance was noted. No blood or debris was noted. The swg was back loaded through the iab distal tip. No resistance was noted. No blood or debris was noted. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iab was connected to an iabp with lab inventory driveline tubing. The iab was inserted into the "t" tube and 100mmhg backpressure was applied. The iab was pumped for a minimum of five minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal; however, the mean arterial pressure (map) was not accurate. The iab pressure readings were unable to be manually calibrated to the correct pressure. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of fos would not calibrate is confirmed. The fos was unable to properly calibrate or be manually zeroed using the pump. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the intensive care unit there was no click upon insertion of the fiberoptix sensor (fos) key "blue" calibration. As a result , they were unable to calibrate with catheter. The intra-aortic balloon (iab) was removed and replaced. The iab was inserted in the patient's femoral artery via a sheath. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a delay / interruption in intra-aortic balloon pump (iabp) therapy listed for the timeframe required to remove and replace the catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the intensive care unit there was no click upon insertion of the fiberoptix sensor (fos) key "blue" calibration. As a result , they were unable to calibrate with catheter. The intra-aortic balloon (iab) was removed and replaced. The iab was inserted in the patient's femoral artery via a sheath. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a delay / interruption in intra-aortic balloon pump (iabp) therapy listed for the timeframe required to remove and replace the catheter.